Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor .unable to perform the no delivery test due to prime anomaly. The device passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump received with cracked display window corner, reservoir tube lip,belt clip slot, minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 26.0 mg/dl. Troubleshooting was performed. The device was returned for analysis.